Manufacturer narrative:
Other text: the customer returned the rad-g along with a concomitant patient cable. The device and cable were evaluated. The rad-g was able to obtain measurements when functionally tested with a lab tester and no product performance issues related to spo2 and pulse rate measurements were identified. The device was determined to be functioning as designed. However, an open in the cable at the torn bend relief area was found. A "sensor off patient" error message was triggered on the lab monitor when the cable was tested.

Event description:
The rad-g "constantly displays incorrect values even after sensor replacement." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact h3 other text: device not returned.

Event description:
The rad-g "constantly displays incorrect values even after sensor replacement." There was no patient impact or consequence reported.